Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (concentration; 2,000 mcg/ml, dose; 309.7 "mcg/ml") via an implantable pump for an unknown indication for use. The patient's medical history includes spasticity and multiple sclerosis (ms). The patient was also taking oral baclofen (unknown dose). On (B)(6) 2018, the patient presented during an office visit (device follow-up) with significant swelling in the pocket and spinal incision areas. The hcp also reported the patient experienced symptom return (also reported as loss of therapy). The environmental, external, or patient factors that could have contributed or led to the event were reported as "none". On (B)(6) 2018 a computed tomography (CT) scan of the patient's spine was performed with unknown results. On (B)(6) 2018, a dye study of the catheter was performed with inconclusive results. On (B)(6) 2018, another CT of the spine was done with unknown results. On (B)(6) 2018, an iridium (ir) injections/myelogram was performed and the catheter was at t-11 and there was no sign of kinking or coiling. The hcp felt that the catheter had moved, so they sent the patient to another hcp for troubleshooting and revision. The pump and catheter were explanted and replaced on (B)(6) 2018. During the revision, the rep was shown a kink in the catheter near the collet in the pump pocket. The rep was also shown that there were no sutures on the anchor and the catheter appeared to have "two other folds or kinks". The hcp referred to them as "memory retention folds". The rep was also shown a fracture with a cerebrospinal fluid (csf) leak. The patient's status was reported as alive - no injury and the event was resolved at the time of this report.

Manufacturer narrative:
Additional analysis of the catheter ((B)(4)) found a previously unseen kink that was discovered near the anchor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-05, additional information wars received from the rep. The rep confirmed the dose of the patient's gablofen was 309.7 mcg/day.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomalies. Analysis of the catheter (sn; (B)(4)) found the catheter body was incorrectly sutured and the pin connector/collet was not fully locked in place. Analysis identified the catheter anchor did not appear to have any sutures attached. No witness marks from a suture were present. Analysis determined that the catheter was not sutured per labelling. Analysis determined the collet was not fully locked into place. The catheter was returned in segments. A leak was identified. Initial patency testing found the catheter to be occluded. The occlusion broke loose during decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.